Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date is april 23, 2015.

Event description:
Boston scientific received information that both this subcutaneous implantable cardioverter defibrillator (s-ICD) and the electrode dislodged from the original implant position after the patient stood up and propped up his left arm. The physician had no allegations against the functionality of the s-ICD system. A revision was performed to reposition the system. No additional adverse patient effects were reported.